Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. William cook europe initially reported event under manufacturer report # 3002808486-2017-00950. New information was received identifying that the product was a cook inc.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013. This additional information received on (B)(6) 2017 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right femoral vein due to pulmonary embolism (pe), contraindication to anticoagulation. Plaintiff alleges attempted retrieval on (B)(6) 2013. Plaintiff is alleging embedded, device is unable to be retrieved, pulmonary embolism (pe). Additional information provided determined that this device was manufactured by cook inc.

Manufacturer narrative:
Correction(s): from product problem to adverse event and product problem. Type of reportable event from malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, pe, embedded, device is unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.